Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated the lead drained her pacemaker's battery in less than four weeks and both the device and lead were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition since the device was not returned to (B)(4).